Manufacturer narrative:
Date rec'd by MFR: 24jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective blower valve to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
The customer reported error air valve liftoff failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 18 march 2020. Date of this report: 19 march 2020. The air valve was received to failure investigation (fi) for evaluation. The air valve was received rusted or damaged. Due to the damaged state with heavy rust throughout the unit. No additional testing is required.